Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing burning sensation and tenderness at the ipg site. It was noted that the injection will be given around the ipg site. Database analysis showed no anomalies. The patient was prescribed lidocaine patches. The patient was doing well.